Event description:
Infection following surgery.

Manufacturer narrative:
Pt reported as "recovering well". Device was used successfully to perform acl reconstruction and remains in pt. Reference report # 3004824670-2006-00003.